Event description:
The customer reported that the power-on battery lights (ac power and battery charge leds) are not on. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. The symptom was verified. The issue was localized to the power supply assembly. Replacing the power supply assembly resolved the issue. The device was returned to the customer site after passing all required testing.